Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling on an open procedure, the handle was fully squeezed and contacted the stapler body to the fullest extent, the donuts were complete and the anvil could be tilted after firing but the clips became crooked and malformed. It was necessary to redo the procedure with another stapler. There was no patient injury in this event.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection that the instrument noted that the safety feature was damaged, the hinge was broken. Functional evaluation showed no abnormalities. Records from each manufacturing lot are thoroughly re viewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.